Event description:
It was reported that the patient underwent a generator replacement on (B)(6) 2014 due to a lead discontinuity. The explanted generator has not been returned for product analysis to date. Additional information has been requested from the physician, but no further information has been received to date.

Event description:
It was clarified with the physician that the surgery was due to end of service, not high impedance and that only the generator was replaced.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.